Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient's pump was placed due to normal longevity. It was reported the patient had argued with the nurse practitioner (np) for 4 years because she refused to adjust the patient's pump. It was stated the patient couldn¿t straighten their legs for 4 years. The patient stated they spent 2 months in the hospital in a hamstring release, 3 weeks in a nursing home, and had to wear splints all night all because the np wouldn¿t adjust the pump. It was stated this had happened over a year ago. It was stated the pump was removed. It was stated the patient hurts and was sick of it and wants a pump placed back in.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) in regard to a patient receiving baclofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and head/brain injury. The patient's pump was eroding but did not actually rupture the skin and was causing discomfort. There was no infection associated with the erosion and the area of concern was the pump pocket. The patient experienced the following symptoms: sore, sensitive, bruised gut from inside out, fingers are drawn up, disabled in wheelchair, suffering, strain on legs, and drooling. It was also noted that the patient was unable sleep the evening of (B)(6) 2015 because of the pump discomfort and had to put a pillow under the pump. Someone from the patient's church would come to the patient's residence and help the patient shower. Gauze was put over the pump to protect it which seemed to help. These events had been occurring for 6 months or longer or a year or longer. The nurse who normally refills the patient's pump had seen the erosion of the pump, and when the pump started coming through the skin, the dose was "595". Since then, the doctor had been reducing the medication once a week for the past 5-6 weeks. This was in preparation to have the pump replaced on (B)(6) 2015. Per the patient, the pump was coming through the skin due to the four, 90 degree pump edges. The pump felt like a small kitchen table without legs in his "gut". It was further noted that on an unknown date, difficulty adjusting the pump had occurred. Because of the trouble adjusting the pump, the patient experienced strain on his legs. The dose finally got corrected on an unknown date. Later on (B)(6) 2015, information was received from the physician's office who indicated that the pump pocket site was thin and had not eroded but it was planned for the pump to be electively replaced on (B)(6) 2015. Additional information received from the healthcare professional indicated that the patient did not show up for the pre-op surgical appointment; therefore, the surgery has been delayed.

Event description:
Additional information received from a healthcare professional indicated the device was explanted on (B)(6)-2015. It was noted that pump erosion thru skin over period of months, the pump was weaned and explanted.